Event description:
Caller reported that insulin gauge on pump displayed an incorrect amount, showing 80 units instead of the expected 180 units after a bolus delivery. There was no adverse impact to the customer¿s blood glucose level. Customer planned to load a new cartridge independently, while tandem technical support arranged for a replacement pump with updated software to be sent. Customer reverted to an alternative method of insulin therapy.